Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed the reported low flow alarms; however, a specific cause for these events could not conclusively be determined. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The controller event log file contained events from (B)(6) 2024. Low flow hazard alarms were captured on (B)(6) 2024. Some of the alarms were associated with elevated pulsatility index (pi) values. No other notable events or alarms associated with the pump were captured, and the pump appeared to function as intended at the fixed speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, "introduction," lists potential adverse events, including death, that may be associated with the use of heartmate 3 lvas. Section 1 of the IFU also addresses all pump parameters, including pump flow and pulsatility index (pi). In reference to pi, sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a patient passed away in the emergency department. The patient became unresponsive at home and had a sudden loss in left ventricular assist device (lvad) flow within 11 minutes in their log files. Log files were submitted for review, and the event log file for the patient contained the onset of persistent low flow hazard alarms starting on (B)(6) 2024 at 3:07pm until the end of the file on (B)(6) 2024 at 4:29pm. Additionally, various set speed changes were made toward the end of the log file. The flow readings seen in the log file did not appear to be the result of any external equipment malfunction. The cause of the low flow alarms was not identified. Prior to the onset of the low flows, the log file contained a no external power event while the patient was utilizing the mobile power unit (mpu) on (B)(6) 2024 between 12:51am and 1:38am. The low voltage hazard events seen were the result of slow discharge of the mpu capacitors when they suddenly lose power. Technical services noted that the controller did switch appropriately to the backup battery when external power was lost. The events appeared to resolve once external power was completely restored. The patient's last full set of labs was on (B)(6) 2023; their complete blood count and coagulation tests were within normal limits. The last transthoracic echocardiogram (tte) performed was (B)(6) 2023 and was also within normal limits. No computed tomography angioplasty (cta) was completed with current pump. It was noted by the patient's mother that the external power disconnect was due to the patient rolling in bed and the mpu being pulled out from the wall. It was stated that it was reconnected with no issues. It was also noted that the patient¿s mother declined an autopsy. It was additionally noted that cardiopulmonary resuscitation was performed as the site questioned cardiac death. It was uncertain if the event was considered to be device related.